Event description:
It was reported that air embolism occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted on 05-jun-2026. During the procedure, the patient was under conscious sedation and snoring. After introduction of the closure device in the patient, air was noted in the laa. The position of the valve was held at or below the heart level of the patient; however, the physician did not perform a wet-to-wet connection which is the suspected cause as to when the air was introduced. Despite this, the closure device was successfully implanted with no adverse events noted.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted. Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.